Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act and esc buttons on insulin pump was really hard to push. Customer's blood glucose level was unknown. Customer also stated that the time on insulin pump was advances. It was also stated that the insulin pump was stopped working and insulin was squirting out during the manual prime process. Customer declined to continue trouble shoot. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed the displacement test. Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm.